Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion in the right iliac/femoral. The lesion exhibited 50% stenosis with little calcification. The stent was deployed without issue but during post dilation it was noticed that the proximal marker bands were not symmetrical. The patient is doing well post procedure and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (root cause undetermined - limited information/device not received for evaluation), none (device not received for evaluation).